Event description:
The perfusionist reported that during use of the device for a non-clinical activity, the roller doesn't extend far enough to run the cardioplegia pump. There was no pt involvement. Investigation in process, but not yet completed.